Event description:
It was reported that premature battery depletion was observed. The ICD was explanted and replaced. Patient was in stable condition after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri (or eol) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer, there was no evidence of premature depletion.